Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. A request was made to have device data analyzed. Analysis confirmed that the device was prematurely depleting and replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. A request was made to have device data analyzed. Analysis confirmed that the device was prematurely depleting and replacement was recommended. No adverse patient effects were reported. New information received indicates that this device was explanted and replaced without incident. The device will not be returned for evaluation as the patient did not give consent.